Event description:
Pump alarm 30 was reported during the load process. The customer declined to provide information on whether their blood glucose level exceeded 500 mg/dl. Technical support assisted the customer in loading a new cartridge, but the issue persisted, and a replacement pump was arranged. The customer was informed of the replacement, which was covered under warranty, and advised to use mdi as a backup therapy. Instructions for pump return were provided.